Event description:
It was reported that the device became stuck in the lesion. The target lesion was located in the 90% stenosed, moderately calcified and moderately tortuous mid left anterior descending artery (lad). This 1.50mm rotapro was selected, during the procedure the target speed was set at 180 rpm when the burr become stuck in the lesion and the device stalled. The burr was manually removed from the lad and remained intact. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Visual inspection revealed that the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. There were no damages or defects contributing to the device becoming stuck in the lesion were identified, and the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device became stuck in the lesion. The target lesion was located in the 90% stenosed, moderately calcified and moderately tortuous mid left anterior descending artery (lad). This 1.50mm rotapro was selected, during the procedure the target speed was set at 180 rpm when the burr become stuck in the lesion and the device stalled. The burr was manually removed from the lad and remained intact. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. It was further reported that the console stalled after couple runs. During procedure, the rotation speed was at 170,000rpm.